Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the deployment of a 29mm sapien 3 valve via the transfemoral approach, the commander delivery system balloon burst longitudinally at the end of the inflation. The delivery system was retrieved through the esheath. The valve was stable on the native valve calcification and did not embolize. The valve was not fully expanded and post dilation of the valve was needed. No patient complications were reported. The valve remains in the patient. Information regarding the native annular diameter and the degree of valvular calcification was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Information regarding the native annular diameter was not provided; however, it was reported to be ¿in line with the edwards sizing charts¿. Moderate valvular calcification was reported. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed minor gouges on the flex tip. A longitudinal balloon burst (distal end of the inflation balloon to the middle length of the inflation balloon) and a radial tear near the distal end of the inflation balloon were observed. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness were taken on the balloon. All measurements met specification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the inflation balloon undergoes 100% visual inspections of the critical balloon dimensions, as well as 100% visual inspections for defects. A balloon burst pressure test and additional visual inspections are also performed on sample devices from each lot. During the manufacturing process, the delivery system undergoes 100% air pressure leak testing. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. The lot cannot be released if any of the samples fail the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for ¿balloon ¿ burst¿ was confirmed based on the condition of the returned device; however, no manufacturing non-conformities were found in the returned device. A review of the manufacturing procedures revealed no indication that a manufacturing non-conformance contributed to the reported event. In addition to procedural factors (manipulation of the device), per medical opinion, patient factors (moderate valvular calcification) likely contributed to the balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.